Event description:
Customer reported the workstation is booting up, but the c-arm will not. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a power supply in the c-arm. System operates as intended. This MDR is related to ge healthcare complaint number.